Event description:
The facility reported an infusion pump that lost it's battery history and personality. The event was reported to have occurred prior to patient use. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA (B)(4). Evaluation summary: the condition of lost battery history and personality was confirmed and attributed to depleted batteries. Inspection of the device found that the pump's batteries were potentially damaged and were therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA, (B)(4). Continued: 6000001-2/25/05-004-c; 6000001-12/13/05-019-c.